Event description:
It was reported that the helix experienced unspecified issues during the implant procedure which resulted in twisting of the right atrial (ra) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.